Manufacturer narrative:
Findings: minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker, loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. It was reported that the insulin pump had a crack on the reservoir compartment. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No add'l info was provided.